Event description:
Been in hospital twice since I have a stent in my heart, which has expiration 03/21/2015. Have had chest pain since (B)(6) 2015. Continue to have it daily. I am not sure if a stent is supposed to expire. I was told that was the shelf life. Still having chest pain, could be in heart failure am still under doctor's care. We are not sure what is causing the chest pains. I started cardiac rehab in (B)(6), gained 16 lbs since (B)(6). Hands and feet swollen extremely tired, sometimes too tired to get out of bed.